Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. Vascular access was obtained via the brachial artery. The target lesion was located in the mildly calcified and moderately tortuous middle left anterior descending artery. Another manufacturers stent was implanted and this 8 mm x 3.75 mm nc quantum apex mr balloon catheter was used for post-dilatation. The balloon was inflated to 24 atm and ruptured upon the 1st inflation. The device was removed intact from inside the patient. The procedure was completed with this device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is determined to be user related as the rated burst pressure for this device was exceeded. The dfu states: "inflate the balloon slowly to the appropriate pressure to perform ptca or postdilatation of a stent. Maintain negative pressure on the balloon between inflations. Do not exceed the rated balloon burst pressure. Refer to table 2 or to the balloon compliance chart. If difficulty is experienced during balloon inflation, do not continue inflation; deflate and remove the catheter." (B)(4).